Event description:
It was reported at implant attempt, the device did not detect the newly connected rv lead. The lead was re-inserted and an impedance could be measured but oversensing was noted. This could be brought on by manipulating the lead..there was oversensing also noted when the lead was placed in the atrial port. The device was replaced and the new device 'worked fine'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found, grommet damage noted.